Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report a fluid leak that occurred in drain 1 of 5 during their treatment. Prior to discovery of the fluid leak, it was reported that an m31 air detected in cassette alarm had occurred. Fluid was found in the pump module area and on the exterior of the cassette. The patient told ts there was no visible damage on the cassette. The patient was advised by ts to discontinue use of the cycler and replacement cycler was issued to the patient. The patient was also advised to inform their pd registered nurse (pdrn) of the replacement. Upon follow-up with the pdrn, it was confirmed that there was no damage identified on the cassette. The source of the leak was unknown. The pdrn stated the patient re-setup with new supplies and completed treatment on the same cycler. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The pdrn confirmed the patient is trained to perform manual pd therapy if necessary, as well as stat drains. It was confirmed the replacement cycler was received, and the patient was said to be continuing their pd therapy on the replacement without further issues. The cycler set was not available to be returned for evaluation as the device was reportedly discarded.